Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports "needle popped off resulting in loss of product," during injection with one syringe of juvéderm voluma® xc. No injury reported. Packaged needle was used and tightened by hand. Nothing abnormal was noticed on the needle or syringe prior to injection.